Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 214, 169 and 243 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 150 mg/dl. Customer also stated that when he performed a blood test and it was high, he ran another test as a back to back and it was 70 points lower; there were no back to back test results reported in the meter memory. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom; customer did state that there is no bathing done in that bathroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date at time of call is six weeks. The meter memory was reviewed for previous test result history: result 1 :214 mg/dl date:(B)(6) 2017 time:1:11pm fasting, result 2 :169 mg/dl date:(B)(6) 2017 time:1:12pm fasting, result 3 :189 mg/dl date:(B)(6) 2017 time: 3:00pm non- fasting, result 4: 243 mg/dl date:(B)(6) 2017 time:1:03pm fasting, result 5 : 193 mg/dl date:(B)(6) 2017 time: 4:30pm non- fasting.